Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20930203.

Event description:
It was reported that the patient was experiencing stimulation issue due to lead migration. The patient underwent lead revision procedure wherein the leads were repositioned and re anchored. The patient was doing well postoperatively.